Event description:
A literature article reported an increase in surface light scattering following intraocular lens (iol) implant surgery. Light scatterings were measured one year postoperatively or greater and the corrected distance visual acuity (cdva) was compared to the cdva one month after iol implantation. The changes in cdva overtime were compared to the increase in surface light scattering. The article concluded that light scattering increased continually over the years and the increase was greater on the posterior surface of the lens. The increase in the surface light scattering did not cause a significant change in the pt¿s visual acuity; however, there were more cases with decreased cdva when the surface light scattering exceeded 50 computer compatible tape steps. There are four medical device reports associated with this event. This report is for the first lens.

Manufacturer narrative:
Eval summary: the product was not returned and not enough info was provided from the reporter to properly complete an investigation. No root cause could be determined. Miyata, k., honbo, m., otani, s., nejima, r., minami, k. (2012). Effect on visual acuity of increased surface light scattering in intraocular lenses. Journal of cataract refractive surgery, 38, 221-226. (B)(4).